Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A diagnostic check performed later indicated the ICD was transmitting fine. There were no patient consequences reported.